Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy. The device pulled out of the patient completely without the collagen or anchor performing as intended. This happened as the physician was holding tension on the device. The patient was undergoing a diagnostic angiogram via antegrade puncture, single wall, ultrasound guided. Patient exhibited large body habitus. Manual compression was applied with successful hemostasis. Blood loss was minimal, approximately 10cc. The patient was reported to be in healthy condition. The procedure outcome was successful. Additional information was received on september 17, 2019. A 5fr procedural sheath was used. A pre-deployment angiogram was performed. The patient was reported to be in stable condition. The procedure being performed prior to the use of the angio-seal was a diagnostic angiogram.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. A kinked arteriotomy locator was returned as well. Visual inspection revealed the arteriotomy locator was found kinked at the blood inlet holes. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.